Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A05: hand switch looked worn (B)(6): hand switch worked intermittently d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: -, ubd: unknown, UDI #: unknown product ID: bi71000194, serial/lot #: (B)(6); rev. E, ubd: the system was serviced in the field. The hand switch was replaced. Codes b01, c07, and d02 are applicable. The returned hand switch was analyzed. The hand switch was faulty. Codes b01, c07, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a catheter placement procedure. It was reported that the hand switch worked intermittently. The three-dimensional (3d) button had to be pushed a couple of times to make the spin initiate. It was reported that the hand switch looked worn. There was no impact to patient's outcome.